Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 09-oct-2024 (additional follow-up had also been performed on 17-oct-2024) to ensure that the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer had performed additional blood test(s) with the true metrix air meter but did not disclose the result(s).

Event description:
Consumer reported complaint for hi blood glucose test results. Father is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi non-fasting obtained on the day of the call. The customer¿s expected blood glucose test result range was not provided. Caller stated the customer currently had increased urination and blurry vision but stated that no medical intervention is needed at the time of the call. Caller stated that the customer is asleep at the moment and does not want to wake him. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 02/28/2026; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history. Technician contacted father again later the same day; father declined to perform a blood test with the customer and stated that customer was feeling fine.